Manufacturer narrative:
Initial trend analysis for lot 64381 was conducted, no malfunctions were found. This is the only complaint for lot 64381. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A direct customer of mhc medical products reported that there were sealed boxes of item 830565 lot 64381 that contained polybags of item 830165. The polybags that contained 830165 were also labeled with lot 64381. A total of 47 boxes contained item 830165 and one box was mixed with 830565 and 830165. Additional phots were requested to indicate if the product matched the description on the polybags. There was no additional information received after several attempts.

Manufacturer narrative:
Cmo found that packaging materials were incorrectly used. Since investigating the cause of the complaint - product has been discarded of and changes have been implemented by the device manufacturer to prevent incident from occurring again.

Event description:
A direct customer of mhc medical products reported that there were sealed boxes of item 830565 lot 64381 that contained polybags of item 830165. The polybags that contained 830165 were also labeled with lot 64381. A total of 47 boxes contained item 830165 and one box was mixed with 830565 and 830165. Additional phots were requested to indicate if the product matched the description on the polybags.